Manufacturer narrative:
One timesh plate was returned. One of the end eyelets was broken and left a gap through the aperture. The broken eyelet ends were jagged, and the broken outer end eyelet showed signs of damage. It is unknown how, or when this damage occurred. The instructions for use literature that accompanies the device states, ¿disassembly, bending, and/or breakage of any or all components¿, are possibly. Damage to the plate could occur by improper positioning or during the insertion of the timesh screws. No other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the connecting piece was fixed to the bone flap and when the handle was broken, the connecting piece aperture was broken. The device was replaced with another one the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Patient weight and lot number provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no external factors identified that may have led or contributed to the issue.